Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the nozzle was pierced and blocked with foreign debris. In addition, it was noted the bending section glue was worn out and separated, switch 1 button rubber had wear and tear and angulations were out of specification. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the flow was present but had issues with the evis exera iii colonovideoscope. Upon inspection and testing, it was discovered the air/ water nozzle was blocked with foreign debris. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of insufficient or incorrect reprocessing scope was used for next procedure found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but it was not possible to definitively determine the nature of the foreign material. As there was no evidence of inappropriate reprocessing by the user, a cause of the suggested phenomenon could not be presumed further. Olympus will continue to monitor field performance for this device.